Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide inert was not visible in the viewing window. The download data showed that the device completed 45 pulses, all of which were first prime, before being deactivated by the user. No timeouts, drive stalls or alarms were observed in the download data. The drive mechanism was inspected and no damages or deficiences were observed that would have caused the device not to deploy. The device did not deploy because the device was deactivated after first prime, causing the priming sequence to end before the device could deploy. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide had not moved forward. The pod was not worn.